Manufacturer narrative:
(B)(4) the device was returned and evaluated as of 14 sep 2017. The device was evaluated for premature deployment failure and the complaint was confirmed. There was no reported patient impact.

Event description:
During an on pump CABG/laa procedure performed on (B)(6) 2017, an atriclip pro135 was opened and tested prior to use in the patient. When the blue button was depressed to close the clip and the gray handle was reengaged to open the clip, the distal end of the clip detached from the frame of the device and the top portion of the clip was deployed. The pro135 was not used and a second clip, a pro140, was opened and then placed on the laa. Upon closing, the tee confirmed it was not at the base so the gray handle was reengaged to open the clip. The same failure occurred and the clip was removed from the laa using graspers and a kitner. A third clip, a pro140, was opened and deployed correctly which was confirmed using tee. The procedure was prolonged by 5-10 minutes and it was noted that a sizing tool was used during the placement attempts. The patient is doing fine.